Event description:
It was reported that prior to start a da vinci hysterectomy procedure, the customer noted that the pk dissecting forceps instrument jaws were not aligned and bent sideways. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the jaws were not aligned. One grip is bent, causing side to side misalignment of the grips. There was a 0.035 offset at the tips and the grip tips do not meet when fully closed. The instrument passed electrical continuity testing. Evidence not conclusive, but damage to insert is likely due to mishandling/misuse. No other damage was found. An additional observation not reported was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.